Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had an image that was too dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. Updated field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lg-bundle (light guide bundle) and cracked cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low. A definitive root cause could not be identified for the broken lg-bundle or cracked cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had an image that was too dark. It occurred during a laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.